Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced serious bodily injuries, pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, bleeding, permanent impairment, physical injury, physical and mental pain and suffering, distress, and product problem. The device remains implanted. No further pt complications have been reported in relation to this event.

Manufacturer narrative:
(B)(4).